Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during a biliary stone removal procedure. According to the complainant, during preparation (outside the patient), electric current was applied to the device and the cut wire broke (torn). The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during a biliary stone removal procedure.according to the complainant, during preparation (outside the patient), electric current was applied to the device and the cut wire broke (torn). The procedure was completed with another autotome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cutting wire was bent and broken approximately 12mm from the distal pierce hole. The broken sections of the cutting wire remained attached to the device. The ends of the broken cutting wire appeared burnt/blackened, and the extrusion at the distal tip appeared kinked from handling. The outer diameter of the exposed cutting wire was measured and found to be within specification. The investigation concluded that the cutting wire snapped likely due contact between the cutting wire and the endoscope while electrical current was applied and /or higher power settings. Therefore, the most probable root cause classification is handling damage. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.